Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name: (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 10, 2017 that a lighttrail reusable 600um laser fiber was used during a laser resection of bladder tumor surgery in the bladder performed on (B)(6) 2016. According to the complainant, this was the third use of the lighttrail reusable 600um laser fiber, the laser fiber was used normally to complete the procedure. After the procedure, the physician inspected the device and found more dots on the laser fiber compared the previous cases using the same reusable device. (The first case was captured by manufacturer report # 3005099803-2017-01327 and the second case was captured by MFR report # 3005099803-2017-01328). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail reusable 600¿m laser fiber was received for evaluation. Visual analysis revealed that the connector was separated from the fiber. Both the fiber and connector were returned. There was a burn mark at the break indicating that the fiber broke during use. Additional analysis revealed that there were spots on the fiber face within the connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on april 10, 2017 that a lighttrail reusable 600m laser fiber was used during a laser resection of bladder tumor surgery in the bladder performed on (B)(6) 2016. According to the complainant, this was the third use of the lighttrail reusable 600¿laser fiber, the laser fiber was used normally to complete the procedure. After the procedure, the physician inspected the device and found more dots on the laser fiber compared the previous cases using the same reusable device. (The first case was captured by manufacturer report # 3005099803-2017-01327 and the second case was captured by MFR report # 3005099803-2017-01328). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.